Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2,000 ohms. This was an acute increase. There were several non-sustained episodes stored with noise present. The patient was to be brought in for further evaluation. At this time, no adverse patient effects have been reported. Additional information indicates that this patient underwent a revision procedure and the competitor's rv lead was laser extracted and replaced. It was stated that the rv lead appeared to be fractured.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.